Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported left side "capsular contracture." Healthcare professional subsequently confirmed capsular contracture, baker grade iii. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left side "capsular contracture." Healthcare professional subsequently confirmed capsular contracture, baker grade iii. Subsequently, pathology report identified "fibroadenoma", not device related. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photos identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "capsular contracture." Healthcare professional subsequently confirmed capsular contracture, baker grade iii. Device was explanted and replaced with a non-allergan device.